Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a shaft break occurred; the patient experienced vessel rupture with bleeding, resulting in surgery. The target lesion was located in the left anterior descending artery (lad). The patient had angiograms performed, and intervention was attempted on the left anterior descending artery. A 3.50 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment, however, during stent inflation, the left anterior descending artery ruptured with bleeding into the myocardium. Upon removal of the system it was discovered the balloon broke with fragments in the lad. An emergent sternotomy/ligation was performed to repair the lad. Ultimately the patients lad was not able to resolve and rapid, massive blood infusion was needed. No bypass was performed as the patient has large circumflex and right coronary artery. The patient was then transferred to cardiovascular intensive care unit.